Event description:
Customer reported he is getting sensor errors. This started happening this morning. Customer was asleep when the sensor error occurred. When customer removed the sensor, the cannula was bent. Customer's blood glucose was unknown. Customer was advised of proper sensor insertion and calibration methods. The faulty sensor is being replaced. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.